Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The 85% stenosed target lesion was located in a severely calcified and moderately tortuous mid left anterior descending (lad) artery. A maverick 2.5 x 20 catheter balloon was used for pre-dilatation. A 2.75x16mm promus element plus stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged at the distal end. Struts on the most distal row were lifted upwards. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The distal outer was kinked 9mm form the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).